Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading at the time of the call was 311 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The insulin pump showed no delivery during the high pressure test, but there was no audible tone. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, occlusion, prime, excessive no delivery and self tests. No audio/beep or vibrate anomalies were noted. The insulin pump alarmed no delivery outside of the specification range on occlusion test due to a faulty force sensor.